Event description:
This is a spontaneous report received from baxter (B)(6) that a male patient reported that the minicap detached from the transfer set. Moreover, the patient reported that the minicap was soaked in iodine, and the spare iodine leaked as the cap was removed. No injury was reported and no extra therapy was required on the patient. One unit affected, no samples available.

Manufacturer narrative:
(B)(4). Per the customer, the sample is unavailable. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same as or similar to product distributed within the u.s.